Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient with shortness of breath presented to the clinic for routine follow-up. Upon interrogation, the atrial lead exhibited noise, under sensing and low impedance. Dislodgement was suspected. The lead was explanted and replaced. The patient was doing well post procedure.